Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to have conductor fracture. Additional information obtained indicates that an x-ray was done and confirmed the conductor fracture. This lead would be returned. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.